Manufacturer narrative:
Initial 1 of 3based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that the infusion set fell off during use on (B)(6) 2025 and the infusion set was in use for forty-eight hours.